Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and required no medical attention. Customer's expected blood results are 120-130 mg/dl fasting. Verified the strips expire 05/31/2016. Customer confirms the strips were stored properly and were first opened 03/22/2015. Customer performed back to back blood test, 255 mg/dl and 327mg/dl not fasting, customer ate 1 hour ago. Reviewed meter memory: 203mg/dl, (B)(6) 2015, 03:56:00 pm, fasting: yes. 221mg/dl, (B)(6) 2015, 03:54:00 pm, fasting: yes. 281mg/dl, (B)(6) 2015, 03:51:00 pm, fasting: yes. 301mg/dl, (B)(6) 2015, 03:48:00 pm, fasting: yes. 230mg/dl, (B)(6) 2015, 03:40:00 pm, fasting: yes. No adverse event reported.